Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue involved barcode labels not registering. After several follow ups, the technical support specialist was informed that the customers internal it team had resolved the problem, thereby closing the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary barcodes on the insulin labels that printed did not register properly each time they were scanned. The labels were also synced to emar but still it was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary barcodes on the insulin labels that printed did not register properly each time they were scanned. The labels were also synced to emar but still it was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.